Event description:
Customer reported that the escape button on the insulin pump is not responding. Blood glucose value is unknown as the customer is blind and cannot see the value. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No damage in the keypad assembly and the connector on lcd board was inspected and properly connected. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.